Event description:
A pt diagnosed with an anterior myocardial infarction went into ventricular fibrillation. A 200 joule shock was administered to the pt, but the pt was not converted. Subsequently, the defibrillator allegedly failed to charge each time the hospital staff attempted to administer a countershock to the pt. The pt's outcome was not reported. The report from the hospital indicates there were no consequences to the pt as a result of the reported malfunction.